Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, the atrial lead exhibited noise which led to inappropriate mode switches. No intervention or patient symptoms were reported. The patient was doing well.